Event description:
A surgeon reported that a system message was displayed during surgery indicating that laser functions would be disabled. The laser was exchanged and surgery could be completed with no pt harm. Add'l info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).